Manufacturer narrative:
Test infusion set or p-cap locks in properly. Device received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not rewind and complete the rewind when they placed the reservoir back in the barrel but it did not fit in. The customer's blood glucose level was 192 mg/dl. The customer was advised to set the battery from the insulin pump but the issue was still the same. The device will be returned for analysis.